Event description:
End user states she fell, thought that she had assembled the cane incorrectly. End user was opening a window in her bathroom and the cane collapsed causing her to hit her shoulder on the corner of the wall. She assumed she does not have the cane extended properly. No medical attention. End user soaked in the tub and applied ben-gay.